Event description:
It was reported that "transvenous pacer wire lead broken and exposed while inside patient.". Additional information: "the temp pacer was removed from the patient- no harm at time of removal , but patient was bradycardic due to pacer removed. The pt went to ccl for permanent pacer and expired intra-op.". Additional information has been requested from the customer and will be provided with the final report.

Manufacturer narrative:
Qn#(B)(4). Full UDI not available as the lot# was not provided by the customer.

Manufacturer narrative:
(B)(4). No lot number was reported. The lot number of the returned device is unknown. Returned for investigation was a 5 fr. Bi-polar pacing catheter without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the electrical extension tubing was immediately noted separated and no longer attached to the shrink tube assembly (connection point of the electrical extension tubing and distal/proximal electrode extension lines). The distal/proximal electrode wires were noted exposed. Furthermore, the proximal electrode wire was noted broken at the location of the catheter electrical extension tubing and shrink tube separation. Upon microscopic inspection, no damage was noted to the proximal end of the electrical extension tubing or to the interior surfaces of the shrink tube. The inflation lumen extension line was noted cut, and a knot was noted on the inflation lumen extension line. The remaining length of the inflation lumen extension line including the stopcock was not returned with the sample. A cathguard was noted on the returned sample. Under microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. The distal and proximal electrode appeared typical. The distal and proximal electrode extension leads were noted connected to the pulse generator extension cable hub. The distal and proximal electrode extension leads were disconnected from the pulse generator extension cable hub; no damage or abnormalities were noted to the distal and proximal electrode extension leads. No condensation was noted within the inflation lumen extension line. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted on the interior surfaces of the returned sample. The balloon inflation test was unable to be performed due to the previously noted cut inflation lumen extension line. Under microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. The distal electrode and distal extension lead (white wire) were connected to a multimeter and continuity was found between the leads. The resistance measured 1.2 ohms and passed functional testing. The proximal electrode and proximal extension lead (blue wire) were connected to a multimeter and no continuity was found between the leads due to the previously noted broken proximal electrode wire. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint that the "pacer wire lead broken and exposed" is confirmed. During the investigation, the returned catheter electrical extension tubing was noted separated and no longer attached to the shrink tube assembly. Furthermore, the proximal electrode wire was noted broken at the location of the separation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the catheter body separation from the shrink tube assembly. The probable root cause of the complaint is manufacturing related. A nonconformance has been initiated to further investigate the issue.

Event description:
It was reported that "transvenous pacer wire lead broken and exposed while inside patient." Additional information: "the temp pacer was removed from the patient- no harm at time of removal, but patient was bradycardic due to pacer removed. The pt went to ccl for permanent pacer and expired intra-op." Additional information has been requested from the customer and will be provided with the final report. Additional information received: "cause of death appears to be a separate event from medical device failure".

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. The reported complaint for the "pacer wire lead broken and exposed while inside patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "transvenous pacer wire lead broken and exposed while inside patient." Additional information: "the temp pacer was removed from the patient- no harm at time of removal, but patient was bradycardic due to pacer removed. The pt went to ccl for permanent pacer and expired intra-op." Additional information has been requested from the customer and will be provided with the final report. Additional information received: "cause of death appears to be a separate event from medical device failure".